Manufacturer narrative:
A picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, the tip in one of the splines of the catheter was observed missing. A manufacturing record evaluation was performed for the finished device lot number 31635885l and no internal action related to the complaint was found during the review. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and the root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) - paroxysmal ablation procedure with pentray nav catheter, and the tip of a branch of the catheter fell off. Incision of the femoral vein was conducted for removal of the catheter piece. During the modeling process, it was noted that one branch/tip electrode fell off into the patient. The surgeon enlarged the incision (the puncture incision of the femoral vein was expanded to about 2-3 centimeters), to retrieve the fallen electrode, and the operation was prolonged by 40-50 minutes.

Manufacturer narrative:
It was reported that during an atrial fibrillation (afib) - paroxysmal ablation procedure with pentray nav catheter, and the tip of a branch of the catheter fell off. Incision of the femoral vein was conducted for removal of the catheter piece. Device investigation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and functional test of the returned device was performed following j&j medtech procedures. Visual inspection of the returned sample revealed severe stress marks in the splines and one of the splines was found totally detached leaving the internal components exposed. Also, a greenish color was observed in the damage spline. In addition, the device was returned stuck inside an unknown sheath. A functional test was performed, and during the analysis, the device was visualized and recognized correctly; however, the damage spline was not displayed on the screen. Also, during the irrigation test, the catheter failed because of the irrigation tube was found folded at the tip area. Due to the condition and damage observed in the spline, a scanning electron microscope report (sem) analysis was requested, and it was concluded that the splines show mechanical damage and stress marks. Also, based on the composition observed in the analysis, the greenish stain observed at the spline may be related to saline solution and blood. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The potential cause of the damage on the spline could be related to the device being stuck inside the external sheath, or manipulation during the procedure; however, this cannot be conclusively determined. Also, a potential cause of the saline solution and blood residues could be related to the procedure. The irrigation issue was not related to the reported event. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. An internal corrective action was created to investigate the irrigation issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation on 26-sep-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additional clarifying information was received on 19-oct-2025. It was indicated that the abbott l1 sheath that was returned along with the pentaray catheter belongs to this complaint. As such, the concomitant product section was updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).